Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient said since they got the device that they had been in diapers. It had not done anything for them. They had no control of bladder. By the time they knew that they had to go then they had already gone. Patient had followed up with doctor and they had changed programs and settings. Patient said that doctor had used botox and it was so painful. Patient went through something that turned it off. They turned it back on. They had bladder spasms because it was turned off. Patient was advised to consult with doctor for more information. There were no complications or that no further complications were reported. Patient was implanted for urinary dysfunctional/sacral nerve stimulation and gastrointestinal/ pelvic floor.